Manufacturer narrative:
This report is submitted on february 28, 2020.

Event description:
Per the clinic, the patient experienced non auditory stimulation. The device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.